Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician advanced a penumbra system 5max reperfusion catheter (5maxc) to the face of the thrombus, and then crossed the thrombus using a velocity delivery microcatheter (velocity). The physician then retracted the velocity to unsheathe the psr3d. After allowing the psr3d to sit in the thrombus, the physician was unable to retrieve the psr3d from the vessel into the 5maxc. However, the physician was able to retract the psr3d into the velocity; therefore, the procedure was completed. There was no report of an adverse effect to the patient.